Event description:
A (B)(6) pound pt on steris 4085 operating room bed for laparoscopic cholecystectomy. During operation, bed suddenly began tilting to left side without warning and without anyone depressing tilt button on bed control. Bed control was by pt's head per crna, in a place where no one could have been leaning against it. Doctor was standing on the left side of pt and used his body to catch pt to prevent them from falling to floor. Surgeon had to hold pt on bed with his body until crna could level bed. During remainder of case, bed continued to male slight tilts without warning or anyone depressing tilt button on control.